Event description:
It was reported that this right ventricular (rv) lead was explanted in the rv apex due to unknown product performance anomaly. This rv lead was replaced with a different model in the deep septal placement and will not be returned. No additional adverse patient effects were reported.